Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): "continued air in line alarms for a heparin sage infusion even after attempting strategies to mitigate air in line".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample in original packaging was provided for investigation. Upon evaluation of the unit, no visual defects were observed. To replicate the air in line alarm, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. Leakage testing was performed with passing results. The reported defect was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.